Manufacturer narrative:
Medtronic received additional information that this annuloplasty band was replaced due to mitral regurgitation with high velocity in the left ventricular outflow tract (lvot) due to systolic anterior motion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with an annuloplasty band of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.